Manufacturer narrative:
No product returned. The cause of the product damage was most likely patient condition related since patient had difficult anatomy and calcification of the vessels.

Event description:
The complainant reported that during an impella cp insertion through an axillary access site, the pump was unable to be advanced due to resistance attributed to the patient¿s vascular anatomy. Multiple attempts were made to deliver the device through short and long peel-away sheaths, and both sheaths developed kinks during advancement. When the pump was withdrawn, a kink in the impella catheter was also observed. The damaged components were removed, and the impella cp was exchanged for a new pump. A different sheath was then used, allowing successful delivery of the device. The physician reported that the patient was not harmed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.